Manufacturer narrative:
Results-visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptic was torn as the lens was being inserted. The lens was removed with no reported injury. This is one of four lenses used for this patient -see MFR report #2023826-2007-01151, 2023826-2007-01153 and 2023826-2007-01154. A fifth lens was implanted with no problem. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.